Event description:
Boston scientific received information that the existing brady device was approaching elective replacement indicator (eri) and displayed severe erosion possibilities. The patient underwent right sided implant for pacer support when the left sided device would erode or would go end of life (eol). The device remains in service. No adverse patient effects were reported. Additional information was received from the field representative stating that two devices are implanted. There is no allegation against the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.